Event description:
The manufacturer received information that critical errors accrued. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device error codes were confirmed. The internal li-ion battery was replaced to address the issue.